Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the device delivering an insulin bolus dose of 8 units that was not requested or initiated by the customer. According to the caller the customer doesn't get a bolus until her blood glucose level reaches 200 mg/dl, and 8 units of insulin was given when her level was 180 mg/dl. The customer did not require medical intervention. The device history logs have been requested for review, and the physical device has not been returned.